Manufacturer narrative:
On (B)(6), a customer reported to cerner that cerner sepsis tool alerts may not be displaying. Based on our investigation todate, it appears that cerner sepsis tool cloud alerts are currently alerting as intended. We continue to investigate whether this customer is experiencing an issue. During the course of this investigation, cerner was also informed of a patient death. Cerner was not provided the details of the patient event other than it occurred in 2024. The investigation remains in progress on the issue. Cerner will provide a follow-up report at the conclusion of the investigation.

Event description:
On (B)(6) 2025, a customer reported to cerner that the cerner sepsis tool cloud alerts may not be displaying. We later learned during the course of our investigation that a patient death occurred at this customer's site in 2024 that appears to have been due at least in part to a sepsis condition. Cerner was not provided the details of the patient event other than it occurred in 2024. This issue is under investigation and is limited to the single customer that reported the issue to cerner. So far, the investigation has verified that currently the cerner sepsis tool is alerting as intended. The investigation remains in progress on the issue. The software product mentioned in this medwatch report may not be a medical device, and this report and the information contained within it is not an admission that any cerner product caused or contributed to the patient event. However, cerner has chosen to file this medwatch report to voluntarily notify the FDA of an ongoing investigation.

Manufacturer narrative:
During the investigation, oracle identified a misconfiguration in a customer-specific sepsis cloud rule which was implemented on (B)(6) 2023, causing sepsis notifications within patients' charts to display for only two minutes instead of 24 hours. Despite this, sepsis detection and other notification systems including a clinician notification rule continued to function properly, allowing emergency department clinicians to receive sepsis notifications outside of the patient chart. Additionally, all clinicians were able to view sepsis outcomes through a patient worklist. The problem was resolved by reverting maintenance modifications that caused the misconfiguration. Cerner attempted to investigate a possible link to a patient event reported by the customer but received no patient information after three email inquiries.